Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
No serious injuries were reported. Event date is approximate. The sonicare brush head is an accessory to the essence power toothbrush system. The consumer provided the model number of the essence toothbrush handle. No information was provided regarding the model or serial number of the brush head which reportedly broke. The manufacture date provided is for the essence toothbrush handle.

Event description:
A consumer reported that their sonicare brush head broke in their mouth during use. No serious injuries were reported.